Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: the battery compartment was cracked and the display was dim and discolored. The keypad cover was detached and the contrast button was unresponsive, while the up, down and ok buttons had an intermittent response. Contamination was found under all of the button contacts. The pump was opened and there was evidence of moisture found internally. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that battery compartment was cracked and the display was dim. The keypad cover was detached with unresponsive buttons and contamination was observed under the button contacts. Furthermore, there was moisture found internally. This report is made based on results of investigation completed on 11/16/2015.